Event description:
Procedure performed: laparoscopic retrieval of foreign body. Event description: dr [name] operated on a patient on (B)(6) 2024 to remove a foreign body due to patient complaining of pain. Retrieved the specimen laparoscopically. Specimen was a 5-6cm portion of a 5mm z-thread port thought to be a ctr12 or ctr03. Incident has been reported to health quality safety commission new zealand. Will form part of an acc. Additional information was received via email from applied medical representative on 14-feb-2025. Upon pickup, applied medical representative mentioned the following: the portion of the specimen which looks "compressed" happened during retrieval of the specimen. The grasper used to retrieve the specimen caused this to occur due to product being imbedded in the patient and adherence was significant. Intervention: dr [name] removed the specimen laparoscopically. Patient status: stable and discharged.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic retrieval of foreign body event description: dr [name] operated on a patient on (B)(6) 2024 to remove a foreign body due to patient complaining of pain. Retrieved the specimen laparoscopically. Specimen was a 5-6cm portion of a 5mm z-thread port thought to be a ctr12 or ctr03. Incident has been reported to health quality safety commission new zealand. Will form part of an acc. Intervention: dr [name] removed the specimen laparoscopically. Patient status: stable and discharged.